Event description:
Caller reported damage to the pump, specifically to the usb port and pins, which impacted the ability to charge the device. Despite the damage, the pump did not shut down. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller on how to put the pump into storage mode and return it within ten days using a prepaid label. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.